Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a ankle fracture case, the tensioning suture on the first ar-8925ss snapped before the surgeon applied pressure and it had to be cut out. The second ar-8925ss snapped at the end as the surgeon was applying final tension, but the surgeon was able to salvage it. Additional information received on 6/4/2021: the rep reported for the first of two devices, sutures needed to be cut so the device could be fully removed from the bone tunnel. The rep believes a syndesmotic screw was used for fixation instead. The second of two devices failed at final tensioning, and this device was still able to be salvaged/used.